Event description:
It was reported that the ventilator shut down three times during flight while connected to a patient. The patient was manually ventilated during the transport. It is unk if the ventilator alarmed when the reported problem occurred. No patient harm reported. The customer also reported that the sprintpack was found to have intermittent contact and may have contributed to the event.